Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on removal of a vascath wire by a dr, the wire unraveled. No obvious wire piece left insitu." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guide wire and lidstock for evaluation. No obvious signs of use were observed. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked/distorted in several locations along the body. The core wire distal j-bend was deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. Both welds were present and appeared full and spherical. The major kinks on the guide wire body were measured 257mm, 307mm, and 338mm from the proximal tip. The broken core wire measured 683mm, which is within the specification of 678mm-688mm per guide wire product drawing. The outer diameter of the guide wire measured 0.850mm, which is within the specification of 0.838mm-0.877mm per guide wire product drawing. Functional inspection could not be performed due to the severity of the damage. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested".the report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all dimensional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on removal of a vascath wire by a dr, the wire unraveled. No obvious wire piece left insitu." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".